Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a placement signal not reliable alarm appeared during impella 5.5 support. Despite losing the placement signal and left ventricle readings, the motor current and flow rate remained stable. Support was continued uninterrupted. During the investigation of the event, it was discovered that the automated impella controller experienced an intermittent loss of light, indicating a potential lamp failure. There was no resulting patient harm.

Manufacturer narrative:
The investigation of automated impella controller (aic) - display issue has been completed. The console and date logs were returned for evaluation. Aic - display issue: no evidence was found in the logs indicating an ¿aic ¿ display issue,¿ and no display issues were observed during testing. Most likely, the disappeared placement signal (ps) was misreported as ¿aic ¿ display issue. Optical signal issue: the root cause of the intermittent placement signal not reliable (psnr) and the oscillating contrast was likely due to a defective lamp. D9 device returned to manufacturer date added g1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-31185.